Manufacturer narrative:
Pump was received with normal operating currents and no unexpected low battery alarm or blank display noted. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked select button keypad overlay and scratched keypad overlay.

Event description:
It was reported that customer had blank display and power loss alarm on insulin pump and experienced high blood glucose level. The customer¿s blood glucose level was 14 mmol/l. Customer treated with bolus. Customer declined troubleshoot for high blood level. The customer was assisted with troubleshoot and customer states display is blank currently. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.